Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample, and the ink on the extension legs, the bifurcation, and the depth markers between 5 cm and 7 cm were observed worn and faded. Multiple kinks were observed in the catheter between the 5 cm and 7 cm depth markers. The distal end of the bifurcation was observed to be lighter in color. A split was observed in the extension tubing of the purple lumen just within the distal end of the luer connector. Both lumens of the sample were flushed with a 12 ml syringe of water. A leak was observed emanating from the split in the purple lumen. A microscopic observation revealed the fracture surface of the split in the extension tubing of the purple lumen was rough and exhibited cracks/fissures and beach marks, which are indicative of material fatigue. The tubing material of the both the purple and red lumens were observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points in both lumens. An internal investigation is currently ongoing to determine the root cause of this cracking. A lot history review (lhr) of rebv2327 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility stated the 4 fr dl provena catheter is leaking at the hub of the extension tubing. The healthcare professional stated the patient was rough with the catheter, which may have cause the leak. Device was removed and a new device placed. No patient injury reported.